Event description:
As reported from our affiliates in canada, approximately. Eight years and nine months post implant of a 26mm sapien xt valve in mitral position inside a 27mm non-edwards surgical valve, the patient presented with severe calcific stenosis of the sapien xt valve and a mean gradient of 17mmhg. CT showed an area of 303mm2, diameter of 19.6mm and visibly underexpanded. Therefore, it was planned to implant a 26mm sapien 3 ultra was inside the degenerated sapien xt valve in a valve-in-valve procedure. Pre-dilation with a 25mm tru balloon was performed. A new 26mm sapien 3 ultra valve was prepared and crossed with ease and was deployed successfully. A post-dilation was performed with a 24mm tru balloon and potentially fractured the surgical valve frame, or at least stretched it. The post gradient across the valve via transesophageal echo was 3-4mmhg. The procedure was successful and uneventful overall. No further information is available. As per medical opinion, the valve degeneration was due to progression of patient's native disease.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings. Corrected h6- investigation conclusions. The device was not returned for evaluation as it remains implanted. The complaint for valve calcification unable to be confirmed as no imagery and/or medical record provided for evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in pre-existing valve at mitral position for this case. The sapien xt with the novaflex+ delivery system (ds) was indicated for native aortic valve replacement only at the time of original implantation. Therefore, it was off-label. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigation have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. While edwards durability testing of sapien xt valves meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration (included calcification). Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implant date: (B)(6) 2013). There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. As reported, "approximately eight years and nine months post implant of a 26mm sapien xt valve in mitral position inside a 27mm non-edwards valve, the patient presented with severe calcific stenosis of the sapien xt valve", and "as per medical opinion, the valve degeneration was due to progression of patient's native disease". In this case, patient had the pre-existing valvular disease process, which could be predisposed to bioprosthetic calcification resulting valve degeneration. As such, available information suggests that patient factors (pre-existing valvular disease process) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.